Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that in (B)(6) 2013, the patient received a computed tomography scan which demonstrated fluid collection near the lvad pump pocket infection. The patient completed six weeks of IV antibiotics, then long-term suppressive oral dicloxacillin. The event date has been estimated. No additional information was provided.